Manufacturer narrative:
During the processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.

Event description:
Reporting status: serious injury. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the 3.0x15mm rx vision would not cross the heavily calcified lesion and reportedly dislodged from the stent delivery system (sds) during retraction. A snare was used to retrieve the stent out of the patient's body. The procedure was completed with a 3.0x18mm rx vision. No patient effects were reported. No additional event or patient information is available.